Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis showed that the device appeared to have minimal use. The glass cap exhibits no devitrification, and the bevel edge appears in good condition. The fiber was tested with the hene laser fixture. The aim beam is present at the fiber output window. The connector cone, segments, and tabs appear in good condition and secured. The fiber was visually inspected and there were no signs of fractures or breaks that could have contributed to forward firing; therefore, the as reported event cannot be confirmed. An evaluation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure to treat a 90 ml prostate gland, the fiber presented a frontal laser beam at 250 joules and about 1 minute of use. The fiber tip was not cleaned during the procedure. The procedure was completed with another fiber without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure to treat a 90 ml prostate gland, the fiber presented a frontal laser beam at 250 joules and about 1 minute of use. The fiber tip was not cleaned during the procedure. The procedure was completed with another fiber without clinical consequences to the patient.